Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump settings were incorrect and the blood glucose was running high. The insulin pump was new and the customer had to program the settings without assistance. The blood glucose went over 400 mg/dl and the customer was unsure of the date the issue began.